Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the small grasping retractor did not rotate properly. There was no report of injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The small grasping retractor was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There were no issues with grasping during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.